Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that the customer was changing the reservoir when the screen froze with no advancement of the time. It was stated that the insulin pump was just beeping, the buttons would not respond and it won't rewind. They were using a lithium battery. It was advised to use a new recommended battery type and to revert to a backup plan until new battery is available. Customer would call back if issue persists.